Event description:
A peritoneal dialysis (pd) patient's daughter reported that this patient on (pd) therapy had peritonitis as of (B)(6) 2026 and is no longer on pd therapy. There were no reported allegations that the event was caused by fresenius product. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2026 the patient was hospitalized with peritonitis characterized by abdominal pain. The nurse stated the patient had a pd culture obtained in the hospital. However, the nurse did not have pd culture results available. Per the nurse, the patient was treated with antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2026, the patient was discharged from the hospital and continues outpatient hemodialysis. The nurse stated the patient is recovering from the event. The nurse could not provide the exact cause for peritonitis. However, it was confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the exact cause for peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.